Event description:
Boston scientific crm received info that the pt with the 4135 dextrus atrial lead believed that the atrial lead had dislodged. The pt added that he had pain and shortness of breath following the procedure. The field rep refuted the allegation of atrial dislodgement. The lead was reprogrammed, and as of today remains in service. No adverse pt effects were reported.